Event description:
It was reported that during a ptca procedure, in which one wire and two balloons were used simultaneously, the physician experienced difficulty crossing the lesion. Upon attempting to remove, the shaft of the catheter broke. The entire system was removed without incident. Pt status is listed as "okay".